Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified readings obtained on the built-in precision device and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced discomfort and loss of consciousness. The customer was unable to self-treat and was given honey by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.